Event description:
I bought a device used to treat cellulite. The first 4 months of using the device, I didn't realize any issues as to the bruising warning received when in joined the fasciablaster group. We were instructed of use by (B)(4) and advised on how via video. Upon my 4th month, I noticed as I was blasting I noticed small veins bulging or raised from my skin so I thought it was normal because she would post that bruises and veins and inflammation are all part of the process. I have saved a full document of our conversation. She said that I should sell treat and she said "here's what I need you to do." My veins hadn't gone away and my skin looks worse than what it did. And I left a review on her business page about the experience and one in the discussion thread. And now after 4 days she has blocked me from any posting or commenting to defend myself. As she basically called me a liar and allowed her members to leave nasty comments and block me from defending myself. She has falsified photos to enhance the before and after. Lots of women in another (B)(6) group have noticed similar symptoms and some not so good where hormones are not of whack, etc., even advising the ladies to use device while pregnant. She needs to be fully investigated before more people get hurt by this device. It belongs in the hands of a licensed professional. Even at that my massage lady said she wouldn't even touch it. So maybe it just needs to be removed from shelf. Just like myself feeling that everything looks normal in beginning and then the ladies start noticing symptoms that could be related to using the device. People are now putting two and two together. It is some people that are not aware that this device carries huge side effects that are not listed. One device I have said class 1 medical device. Another device said not a medical device.